Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device alarmed "system error 105". There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reported the discovered symptom "'system error 105' alarms", determined to be caused by severed motor mount screws (5 of 6), with one screw found wedged between the motor/camshaft gears. The motor assembly, screws, and gears were replaced.